Event description:
A dialyzer reaction event to a patient. A call was placed to the reporter of the event for additional information and also the treatment sheets. It was learned that the patient is new to dialysis and continues to have some residual kidney function and that dialysis treatments are sporadic. For this event, this was the patient's third dialysis treatment. Hemodialysis was initiated and within 5 minutes the patient was noted to have a dry, hacking cough. Also, the patient had a low blood pressure of 100/53 and as a result, the rn infused a 125 ml bolus of ns. The patient's cough continued. At about 1 hour into the treatment, the patient reported chest pain, difficulty breathing, and wheezing so the nurse administered 4l of o2 via nasal cannula. The md was notified stat according to the treatment sheets. A stat EKG was obtained. The dialysis treatment was stopped, the patient's blood was reinfused, and the catheter ports were flushed. The nurse reported that at this time, the symptoms were resiolving. The next dialysis treatment for this patient is to be determined by the md. For this event, the dialysis treatment lasted just over an hour. The patient has since been referred to immunology and the md plans to wean this patient off ace inhibitors. There is no sample available for evaluation.